Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is presumed the likely cause of the malfunction identified during device evaluation is traced to component failure, due to a damaged charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the image of the colonovideoscope has roughness. There was no patient involvement.